Manufacturer narrative:
(B)(4) (revision surgery). The product is not returned to manufacturer for evaluation however x-ray images were submitted which demonstrates a radio-opaque object consistent with a driver tip adjacent to one of the pedicle screws within the surgical field. This is a foreign body. Other details of the surgical procedure are not available.

Event description:
It was reported that on an unknown date in (B)(6) 2017 the patient underwent surgery due to lumbar spinal stenosis. Approx 7 days post the surgery, the x-ray showed fragments of obturator remaining inside the patient. On (B)(6) 2017 the patient underwent renovation repair surgery. The physician took out the broken fragments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.